Manufacturer narrative:
A follow up is being submitted to correct a typing error submitted in the initial report. It was initially reported that the complaint was classified as a malfunction when in fact it should have been classified as a serious injury. It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Event description:
Follow up to include the date of event.

Event description:
Additional follow up is being reported to correct the event date, which was reported as 12/15/2011.

Event description:
A new complaint is being generated as it pertains to cod 131-2012. A follow report is being created to correct a typing error submitted in the initial report. It was initially reported that the complaint was classified as a malfunction when in fact it should have been classified as a serious injury.the affiliate reported that the user experienced difficulty with programming the valve. As a result the patient needed to be scanned for position verification. The device has not yet been revised. Patient is stable.

Manufacturer narrative:
Additional follow up is being reported to correct the event date, which was reported as 12/15/2011.

Manufacturer narrative:
Follow up to include the date of event in the event field.